Manufacturer narrative:
Olympus followed up with the user facility via telephone to obtain additional information, and was informed that there were no patient infections or cross contamination associated with the report. The staff further reported that the cleaning brush restriction was first felt in the suction cylinder during the initial pass of the cleaning brush. The user facility personnel reported that they have reviewed the first two patients' medical history to check if they have a known diseases that would likely exposed the third patient to a disease that is contagious, but the result is negative. All patients are reportedly doing fine. The device referenced in this report was not returned to olympus for evaluation. A review of the instrument history showed that the subject colonoscope was last serviced on olympus on (B)(4) 2010 and the device was refurbished. As part of our investigation of this report, an olympus' endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and provide necessary reprocessing training to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the subject colonoscope was used on two separate procedures on (B)(6) 2011; during the first case, a non-olympus hemostatis clip was misfired and deployed prematurely. The clip was not retrieved from the patient, as the physician believed that it would pass naturally. The procedure was successfully completed using a different but similar clip with the same colonoscope. The scope was reprocessed as per established protocol with no reported events. The scope was then used on the second procedure on the same day in which the users reportedly used an unspecified biopsy forceps. The procedure was completed and no patient injury reported. The scope was then employed on the third procedure the following monday, (B)(6) 2011 for a diagnostic colonoscopy; there was no problem reported and the procedure was completed. However, the user reportedly felt resistance at the biopsy channel initial pass of the cleaning brush during the cleaning process. Additional force was applied to dislodge channel occlusion and resulted in expulsion of hemostatis clip from distal end of biopsy channel. As no clip was utilized on the procedure there is a concern that the expelled clip was from friday's case but was not detected or expelled on two previous reprocessing.